Manufacturer narrative:
Citation: munoz-garcia m, et al. Long-term outcomes after transcatheter aortic valve replacement in high-risk patients with severe aortic stenosis. European journal of heart failure. 2021; 23(suppl. S2): 239. Doi: 10.1002/ejhf.2297. Abstracts of the heart failure 2021 and the world congress on acute heart failure, 29 june - 1 july 2021, online congress. Earliest date of presentation used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature abstract regarding the long-term patient outcomes after transcatheter aortic valve replacement (tavr) with first and second generation self-expandable prostheses. All data was collected from a single center between april 2008 and december 2018. The study population included 765 patients (mean age 79.4 years) who all underwent tavr with a medtronic transcatheter valve: corevalve, evolut r, or evolut pro. No unique device identifier numbers were provided. Among all patients, the in-hospital and late (beyond 30 days post-implant) mortality rates were 3.7% and 35.9%, respectively. The circumstances of the deaths were not disclosed. Based on the limited details provided in the abstract, a direct correlation was not made between medtronic product and the deaths. Among all patients, adverse events included: permanent pacemaker implantation required; myocardial infarction; stroke; mild to severe paravalvular aortic regurgitation; unspecified vascular complications; and hospital readmission for heart failure. No additional adverse patient effects or product performance issues were reported.